Event description:
The pt presented with a displaced fracture of the right medial condyle of the humerus. During open reduction and internal fixation repair of the fracture, the tap sheared off. Surgeon determined the tap piece was to remain where it lodged; removal would incur greater risk. The surgeon was able to get the screw across in a slightly different trajectory than where the tap was and the procedure resulted in excellent fixation. Reference MFR report# 2520274-2013-1963.